Manufacturer narrative:
This report is submitted on september 29, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use; however the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with another cochlear device during the same surgery.